Event description:
It was reported that a user experienced low blood glucose of 60 mg/dl and described a ¿rollercoaster¿ effect after treating hypoglycemia with a full glass of orange juice. Education was provided to treat lows with 15 g of fast-acting carbohydrates and to recheck with a fingerstick after 15 minutes. Symptoms included hypoglycemia. Outcomes included the need for user education with no hospitalization or medical intervention reported, and the user was in range at the time of the call. Investigation included customer interview and troubleshooting. Investigation of this case revealed user-related overtreatment of hypoglycemia as the likely contributor. It was concluded that the device did not malfunction and that the event was attributable to user management of low glucose with overtreatment.